Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to an infection and extrusion of the receiver stimulator. Re-implantation is planned but has not taken place as of the date of this report.

Manufacturer narrative:
This report is submitted on july 21, 2023.

Manufacturer narrative:
This report is submitted on september 12, 2023.